Event description:
It was reported that for a couple weeks they have been having issues with recharging their implant. Caller stated they would often get "no device found" and felt that the recharger cord was getting really hot sometimes. Caller added they had tried resetting the controller but this did not help. Caller stated they had an appointment with their doctor next week to look at the issues but wanted to see if there was anything else that could be done ahead of time. Caller examined the recharger cord and found a small area where the cord rubber had come off and the wires were exposed near the paddle. The issue was not resolved. A replacement recharger (rtm) was sent out to the patient.

Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed there was a failure with the recharger and that a "no device found" message was seen. The recharger antenna was frayed. Cable insulation is peeling away at donut end and wires are exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.